Event description:
It was reported that a medication cassette has alarmed. The disposable cassette won't run on either of two pumps. The replacement cassette was mixed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updates not required., correction: product code: fpa correction: common device name: set, administration, intravascular correction: labeled for single use.